Event description:
While deploying a stent, the monitor stopped displaying the balloon inflation pressure and instead, displayed an error code. The clinicians completed the balloon's inflation by utilizing fluoroscopy. Once the balloon was deflated the digital inflation syringe was replaced with a different model that had an analog gauge. The procedure was successfully completed with no pt injury or harm as a result.